Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections as a backup therapy while tandem technical support sent a replacement pump with updated software. The customer was provided with storage mode instructions for the current pump and advised on the steps to take upon receiving the new pump, which will include training available in their source account. The customer acknowledged and understood all information provided.